Event description:
It was reported bd sp set had foreign matter in the fluid pathway during use. The following information was provided by the initial reporter, translated from japanese to english: verbatim: ¿when preparing abraxane, grey fm like fragment of coring was found. Customer handled the devices as follows. Connected p120 to the vial of abraxane with assembly fitxture. Injected spike needle vertically to 100ml of saline bottle. Prepared 2 injector syringes. Connected injector syringe to the spike and drew 20ml of saline and dissolved abraxane in the vial. Drew all the saline in the bottle with another injector and returned air(margin of error) into the saline bottle."

Manufacturer narrative:
Additional information d.10 device available for eval yes, returned to manufacturer on: 2020-02-05 h.6. Investigation summary bd received samples from the customer facility for evaluation a DHR review and lot release testing do not indicate any issue. Fm was found inside the vial. After ftir was performed on the fm found, it is thought to be derived from butyl rubber (from the rubber stopper form the vial). Since several factors could impact if coring comes from the rubber stopper (quality of the rubber stopper, needles material or even a misuse of the device by the user) no root cause can be determined at this moment. Based on the statement above, it was established that coring/fragmentation is a known risk for all csps, and that visual inspection is a standard of practice during csps and administration. The risk cannot be reduced any further and is similar to other products in the market. Within the practice of csps, this is a known risk and the safety benefits of using cstds outweighs the possibility of coring/fragmentation and associated health risks. Therefore, no actions are needed at this moment. Complaint will be monitored for trends.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported bd sp set had foreign matter in the fluid pathway during use. The following information was provided by the initial reporter, translated from (B)(6) to english: verbatim: ¿when preparing abraxane, grey fm like fragment of coring was found. Customer handled the devices as follows. Connected p120 to the vial of abraxane with assembly fixture. Injected spike needle vertically to 100ml of saline bottle. Prepared 2 injector syringes. Connected injector syringe to the spike and drew 20ml of saline and dissolved abraxane in the vial. Drew all the saline in the bottle with another injector and returned air (margin of error) into the saline bottle."